Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that an alarm 2 followed by alarm 26. The blockage was located at the site i.e., abdomen because infusion set cannula was bent. The symptoms were noticed three or more hours after insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.